Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-04855 / 04856).

Event description:
Patient's legal counsel reported patient underwent total hip arthroplasty on (B)(6) 2008. Legal counsel further reported patient underwent a revision procedure on (B)(6) 2013 due to patient allegations of pain, cystic areas, adverse metal reactions, loosening of the acetabular cup and elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported patient underwent total hip arthroplasty on (B)(6) 2008. Legal counsel further reported patient underwent a revision procedure on (B)(6) 2013 due to patient allegations of pain, cystic areas, adverse metal reactions, and elevated metal ion levels. Additional information received in patient medical records indicates that right hip revision procedure performed on (B)(6) 2013 was due to pain, cystic change behind acetabular component, a loose acetabular component, and elevated metal ion levels. The patient¿s operative report noted clear fluid with metal staining, fraying around trunnion, cystic areas, fibrous tissue and scar tissue. Additional information received in patient medical records noted that on (B)(6) 2011 patient¿s blood was tested. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.